Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced bilateral arm pain from their elbows to their fingers. The patient's ins and lead were explanted and the issue was resolved. No further complications reported.